Event description:
It was reported that the patient experienced a slight increase in pain. The patient was due for a pump refill. A volume discrepancy was noted at the time of refill. The actual residual volume was greater than the expected residual volume. The health care provider accessed the pump and found that there was 18 ml left of medication in the pump. A rotor study was done and they found that the rotor had stopped. They had planned to replace the patient's pump. The patient was reported as "recovered." The medication being delivered via the device system was dilaudid. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).